Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed and found the clip applier instrument failed the clip test due to misapplication of the clip. A clip was not able to be installed onto the grips. There was no other damage observed on the instrument during visual inspection.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.